Event description:
Info received from affiliate. Eye care professional reported pt with infection and purulent discharge. The pt was culture positive for staphylococcus. Additional info has been requested but not received.